Event description:
The customer reported experiencing repeated cartridge alarms, specifically cartridge alarm 30, occurring during both the load process and pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, tandem technical support decided to replace the pump with one having updated software. Meanwhile, the customer was instructed to continue using their current pump until the replacement arrived. Comprehensive instructions were provided for returning the problematic pump and setting up the new one, which the customer understood and acknowledged.